Manufacturer narrative:
Rooney, m. David, et al. "Postoperative complications of ab-interno gelatin microstent." Journal of glaucoma, january 2019, p.1-12. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of vision loss, iop elevated with fibrotic tissue, and xen retraction into the subconjunctival space are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
Reported events of gel stent curled, persistent elevated iop due to recurrent tenon¿s capsule fibrosis who developed complete xen retraction into the subconjunctival space with visual acuity had declined to 20/400 and covered with fibrotic tissue in the right eye were noted in the article: "postoperative complications of ab-interno gelatin microstent." Journal of glaucoma, january 2019, p.1-12. Other cases have been captured under mrn 3011299751-2019-00054 and 3011299751-2019-00052.